Event description:
A consumer implanted for spinal pain reported an infection was noticed in (B)(6) 2015 so the entire system was removed on (B)(6) 2015.

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the ins was explanted because of an infection and pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.